Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10 upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The event will be reported under medwatch #:(B)(4) if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Compr srs ic seg, cat: 211225 lot: unk. Compr srs mod rgx aug, cat: 211229 lot: unk. Compr srs prox bdy, cat: 211218 lot: unk. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It has been reported that a patient underwent an initial left shoulder hemiarthroplasty performed. At the one year follow up visit, the patient reported severe pain, increased limitation to adls, and very low satisfaction level. Upon xray review, it was noted that the prosthesis had migrated due to rotator cuff insufficiency. No intervention has been reported to date.